Event description:
It was reported that the anchorfast endotracheal tube holder was applied to the patient on (B)(6) 2016. On (B)(6) 2016 an unstageable pressure ulcer was noted to the commissure of the lip and philtrum and a stage 3 pressure ulcer was noted on the right cheek. Antibiotic ointment was applied to the injury under the cheekpad with further treatment to be determined as the patient is critically ill. The hospital was unable to determine how frequently the anchorfast shuttle was moved but standard is every 4 hours.